Manufacturer narrative:
Month and year of event have been provided; day is unknown. Device evaluation: three device samples were returned and investigated in complaint (B)(4). Under visual inspection the samples appeared to be in good condition. An inflation test was performed on each device sample by inflating the cuffs with a syringe filled with air and put under water. A tear was noticed in the cuff of two samples. The third sample passed the inflation test. No issue was detected. The complaint was confirmed. Because a cuff leak was not observed prior to use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action taken.

Event description:
It was reported that during use an air leak in the cuff was observed in three cases. No patient harm/adverse event reported. The two additional occurrences were documented in cc-0207452 and emdr-11035.